Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and the patient (pt). The faulty unit was referring to the implanted device and the patient not getting relief of symptoms. This was not due to normal battery depletion. The hcp said the device was working properly. The patient reported on (B)(6) 2026 that it was working well for them. The cause of it not maintaining what they put it on was not determined and was not due to normal battery depletion. The issue was not yet resolved. Patient called back and stated the ins was faulty. Patient mentioned the therapy should work all day. Patient stated when they first got the ins, all night long it controlled their urine like it was supposed to but now it was not. Patient also mentioned that the ins got really hot to the point that it almost burned them. Patient mentioned every time they need to go to bathroom, it changed and they needed to reset it. Agent reviewed considerations for therapy optimization. Agent reviewed general programming guidance. Agent was able to walk patient through switching programs. Patient confirmed they felt the stimulation in their bicycle seat area and it's comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect patient to their doctor if issue persists. Patient me ntioned they have doctor's appointment on (B)(6).

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said the therapy doesn't seem to be effective after a while. Patient stated the therapy worked when they first installed the unit but now it's not controllable like it should and it wears out. They said the symptoms started probably a month ago, or 3-4 weeks after the implant. Patient said they don't know if they have a faulty unit because it does not maintain what they put it on. Agent asked patient if they were getting 50% or greater relief of their symptoms and patient said they were not. Patient mentioned they had tried a couple of programs and increased the stimulation. They had tried program 1, 2, and 3. Patient was on program 3 at 1.0ma and they last changed the settings about 10 minutes ago. Prior to that they adjusted the stimulation 2-3 days ago, and four days before then. Agent reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.